Event description:
The manufacturer received information alleging ventilator inoperative alarm was displayed. There was no harm or injury reported. While the sales rep was checking the event log, the screen froze and the control/power buttons were unresponsive when pressed. The rep unplugged the device and detached the battery then the device condition returned to normal. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging ventilator inoperative alarm was displayed. There was no harm or injury reported. While the sales rep was checking the event log, the screen froze and the control/power buttons were unresponsive when pressed. The rep unplugged the device and detached the battery then the device condition returned to normal. The ventilator was returned to the manufacturer for evaluation and while the issue of the screen freezing and the control/power buttons being unresponsive was not duplicated, the occurrence of a ventilator inoperative error code was confirmed in the error log. The device's main board was replaced to address the issue.